Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath lot# unknown, serial# unknown, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown/unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer (con) receiving morphine (25 mg/ml, 2.099 mg/day) via an implantable infusion pain pump indicated for non-malignant pain and failed back syndrome-other. It was reported that the consumer had a chiropractic procedure done earlier this month and during a manipulation the consumer felt a "sudden change" in the catheter and they believed the catheter may be fractured. The hcp noted the consumer did go through "full blow withdrawal" shortly after that procedure. The hcp inquired about putting a contrast solution into the pump reservoir and allowing it to run so they could follow it along the catheter path and look for a possible fracture. Technical services reviewed that mdt does not have labeling or specific instructions for this procedure. Technical services reviewed considerations if they chose to put a contrast solution into the reservoir and reviewed pump flow rate. Reviewed option to program a single bolus to check for patient response. The issue was not resolved through troubleshooting. Additional information was received from consumer (con) that about "three weeks ago" he started to have withdraw al. Since then the consumer's hcp had done a cat scan and x-ray. Consumer stated they had not done a dye study. The consumer stated he felt icky, hungry, "body drains" since then and stated his hcp told him he was waiting to hear back on what kind of dye can be put in the reservoir. The consumer noted he had been given oral morphine as well as patches that helped, but he was experiencing mood swings where he would suddenly start crying. The consumer stated he believed there was some sort of catheter issue even though the imaging of the catheter showed nothing gross or apparent. Patient services explained for the consumer to continue to work with their hcp to troubleshoot the issues. It did not appear to be a pump issue as no volume discrepancies were known.